Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Customer loaded the existing cartridge successfully and was able to resume insulin. Blood glucose level was 239 mg/dl.